Event description:
The customer reported a system down due to an unknown malfunction. There was no patient involvement.

Manufacturer narrative:
B4:02aug2021. Further investigation of the complaint led to the finding that there's no product malfunction. The customer was looking for preventative maintenance. This is not a reportable event.